Manufacturer narrative:
H.6 investigation summary : severity: s_1__; occurrence: a complaint history check was performed, and this is the 1st related complaint for foreign matter in syringe on lot # 9112701. Investigation summary: customer returned (3) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 9112701. Customer states that there was fluid in the syringe before use. All returned syringes were examined and no fluid or any other foreign matter was observed in or on the samples. Also, all samples were tested, and no material came out of the cannula when fully depressing the plunger rod. A review of the device history record was completed for batch# 9112701. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200820743, 200820454, 200820624] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 328438, batch no: 9112701. Verbatim: issue(s): fluid in syringe before use. Has 2 syringes to return. Lot #: 9112701a, item #: 328438 and date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 328438. Batch no: 9112701. Verbatim: issue(s): fluid in syringe before use. Has 2 syringes to return. Lot #: 9112701a. Item #: 328438. Date of event: unknown.